Event description:
It was reported that the pacemaker was suspected to have premature battery depletion as the longevity had decreased 1.5 years over the past few months. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing over the past year. A device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
It was reported that the pacemaker was suspected to have premature battery depletion as the longevity had decreased 1.5 years over the past few months. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing over the past year. A device replacement was recommended. No adverse patient effects were reported. Additional information was received that this device was explanted and replaced due to allegations of premature battery depletion. No adverse patient effects were reported.